Event description:
Additional information received reported the patient received assistance and her unit was replaced on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient was not getting therapeutic effect from their device. It was stated that none of the patient's four programs was working. The patient stated with program 1 she feels stimulation at her incision site; with program 2 she feels painful stimulation and then no stimulation intermittently; with program 3 she feels stimulation at the incision site; with program 4 she turns the stimulation as high as she can and cannot feel anything. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).